Event description:
The user facility reported that during an unspecified procedure, a complete loss of image was experienced. There was no allegation of pt injury reported. There has been no other significant additional info provided to date.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user report of no image. Additionally, there was no endoscope identification data transmission or narrow band image (nbi) function. There was evidence of fluid invasion and corrosion in the endoscope connector, electrical connector, control body and grip. Corrosion and evidence of shorting were also found on the charged coupled device (ccd) flexible printed circuit board. Corrosion was also present on the switch flexible printed circuit board and endoscope identification data flexible printed circuit board. There were scratches and dents noted on the distal end cover and light guide tube. Long deep scratches were also noted on the insertion tube. The device passed the leak test. The cause of the user's experience was determined due to be fluid invasion. As the device passed the leak test, user handling cannot be excluded as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.